Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg). The customer suspected the possible cause to be due to digestion and reported consulting with healthcare provider. The customer declined follow-up from tandem technical support.